Event description:
It was reported that the patient complained of discomfort at the pocket site and felt as if the device had moved. The pocket was found to be quite large with old abandoned leads in addition to existing leads. The physician created a new pocket sub-muscular and the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The device was returned and analyzed but no issue identified that required full analysis. Concomitant product: 4470, boston scientific lead, implanted: (B)(6) unknown. (B)(4).